Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned and analyzed. No anomalies were found.

Event description:
It was reported that during implant attempt, there was positioning/fixation difficulty. The physician did not feel this was due to any lead performance issue or malfunction, rather that the rv apex was possibly smooth or lacking adequate trabeculae for tine fixation. The lead migrated spontaneously after several attempts at rv apical placement, and often appeared to "slide" up likely the rv free-wall. The positioning difficulty resulted in low r-wave amplitude and thresholds of at least 4.0 v. The lead was not used. No patient complications have been reported as a result of this event.